Event description:
The customer reported that a speaker wasn't working correctly.

Manufacturer narrative:
(B)(4): the customer reported that a speaker wasn't working correctly. Philips has not determined whether or not the speaker is still audible. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.